Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening crease sharp and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4,d9,h3,h4,h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.